Manufacturer narrative:
(B)(4). The previously reported peritonitis event was bacterial peritonitis. The patient experienced a breach in aseptic technique which resulted in the previously reported bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the nursing staff at the hospital was uneducated on performing peritoneal dialysis therapy. The bacterial peritonitis was manifested by nausea, vomiting, and bloating. Beginning on the day of onset, the patient was treated with vancomycin ¿two grams for two doses¿ and discontinued after twenty days (route and frequency not reported) for the bacterial peritonitis. Twelve days after onset, the patient was treated with gentamycin 80 milligrams for seven days (route and frequency not reported) for the bacterial peritonitis. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the bacterial peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, no energy and vomiting. The cause of the peritonitis was unknown; however, it was also reported that there may have been a possible breach during hospitalization, this was not confirmed. It was reported the patient was hospitalized for another indication after the peritonitis had been ongoing. The patient was initially treated with intraperitoneal vancomycin and gentamicin (doses, frequencies and duration not reported), subsequently, the patient was treated with oral zosyn (dose, frequency and duration not reported) for home treatment. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date the pd catheter was removed. No additional information is available.